Event description:
Pt had bilateral breast implantation in 1978. In 1990 pt developed burning pain in chest, joint stiffness and muscle pain. Rupture of right implant and symptoms make removal necessary.